Manufacturer narrative:
Evaluation summary: no lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. Based on the preliminary investigation findings, there has been no change in criticality for this complaint. Additional information requested. (B)(4).

Event description:
A medwatch form was received reporting a patient experiencing acute eye pain and impaired vision in an eye. The patient has been seen by several specialists and was told this device rarely has an ¿events¿. The patient then reports there was a closure or problem around the device that caused blockage and increased intraocular pressure (iop). Until this time, the patient reports pressures have been ¿normal¿ since the implant surgeries. The patient was put on additional drops. The patient received devices implanted in both eyes. This report is for the fellow eye.

Manufacturer narrative:
No sample has been returned for evaluation for the report of eye pain, increased iop and obstruction; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. A sample was not returned and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. Possible root causes are that postoperative stent obstruction and elevated iop are established risk associated with use of the system that is clearly specified in the product IFU. (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).